Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Examination of returned device found evidence of product non-conformance. The root cause is most likely that the package was not fully sealed after inspection of the screw during manufacturing. Corrective actions have been initiated to address the reported issue.

Event description:
Upon receiving the product at the distributorship, it was noted that the screw was missing from the package.